Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) indicated that the pump went dry in (B)(6) 2015, was alarming, and that this was resolved when the pump was refilled.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) regarding a (B)(6), female patient who was receiving lioresal 2000mcg/ml at 460 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2015, the low reservoir alarm sounded. Then on (B)(6) 2015, the empty reservoir alarm sounded. The patient was "overdue" for a refill but the hcp was unsure as to why the appointment was not scheduled. The patient experienced itching, spasms and weakness. On (B)(6) 2015, the pump was refilled and the hcp reduced the dose to about 300mcg/day. The hcp had the patient continue to take her oral baclofen for the next 24 hours until the intrathecal therapy peaked. It was noted that initially the patient did not hear the alarm. A test alarm was played and the patient heard the alarm but the patient's family did not. The test alarm was played again in a quiet room and they all heard the alarm. It was also noted the hcp did not hear the alarm while the patient was at the refill appointment; the alarm interval was set to 20 minutes and the patient had been there long than 20 minutes. Additional information has been requested regarding the drug therapy dates, the patient's medical history and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.